Event description:
Information was received regarding a cadd legacy plus pump. It was reported the pump did a continuous beeping that wasn't accompanied by any alarm codes. The customer tried various troubleshooting methods, but in the end they didn't want to send it out with a patient. It is unknown if there was patient, or clinician injury associated with this occurrence.